Manufacturer narrative:
Use error: per tandem's user guide: "if you are unsure about potential damage, discontinue use of the system and contact your local tandem diabetes care representative. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the adapter was broken resulting in an electrical shock when the customer attempted to charge the pump. Customer suffered subsequent burns on a thumb. Customer was monitored at the hospital using an electrocardiogram, circulatory control and neurological control. No treatment or medication was administered. There was no reported adverse impact to the customer's blood glucose level. Customer was released from the hospital three hours later.

Manufacturer narrative:
Hospitalization and required intervention updated to yes. Other serious updated to no.